Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The patient had developed a need for bradycardia pacing. The doctor elected to explant the entire system and implant a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection showed a crack in the notch area next to sense b electrode. This crack extended into the insulation but not to the conductors. The sense a conductor is exposed at this location. An exposed conductor may open another path for sensing outside of the original path from tip to ring. The reported allegations could be the result. This type of damage has been deemed a design issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The patient had developed a need for bradycardia pacing. The doctor elected to explant the entire system and implant a transvenous system. There were no additional adverse patient effects.